Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this right ventricular (rv) lead experienced chest wall stimulation. This lead was repositioned to the septum. This lead remains in service. No additional adverse patient effects were reported.